Event description:
After placement into the patient, there was an issue with the splines of the ablation catheter. The catheter was removed and replaced with another of the same lot with the same issue - inverted spline. A thrid catheter was used with no issues. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).